Event description:
A customer tested patient sample for creatinine (cre3) and a result of 0.9mg/dl was obtained. The result was reported out of the lab and questioned by the physician. The original sample was re-tested and repeated cre3 result was 1.4mg/dl. In addition, the original sample was tested on a different instrument in the customer's lab and cre3 result of 1.5mg/dl was obtained. The cre3 result was amended. 6. It is unknown if patient treatment was initiated or withheld.

Manufacturer narrative:
Qc was within lab established ranges. No other questionable cre3 results were found. A field service engineer was dispatched: the fse performed maintenance on the cup and verified performance. As of 2009, no further events have been reported. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.